Event description:
It was reported that on 1 june 2017 a screwdriver ball tip broke off into a patient while the surgeon was tightening the stem extension screw. No additional information has been provided on the patient or event.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The fractured hex tip reported was likely the result of applying torque greater than the yield strength of the material, which lead to shearing off of the ball-tip which remained left inside the stem extension screw. It is known that surgeons should be knowledgeable with the exactech devices and instrumentation. Instruments and instrument pieces are not intended for implantation. This device is used for treatment not diagnosis. No information, asked not provided.

Manufacturer narrative:
Pending device return and evaluation.

Event description:
The screwdriver broke during surgery and the tip was left in the patient.